Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing noise. The noise was not reproducible when manipulating the lead connection in to the header. Noise was reproducible when manipulating the lead under the device and between the device and clavicle. The lead was capped and replaced. No patient symptoms were reported.